Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the operating room, removed a portion of the stimulation lead, implanted a new stimulation lead on the right side, sutured, and closed. Postoperative antibiotics were prescribed after the procedure was complete.